Event description:
The biomed stated there is no audible alarm for the patient positioning monitor (ppm).

Manufacturer narrative:
The biomed isolated the issue to the external buzzer. He replaced the external buzzer to repair the bed.